Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. Philips field service engineer (fse) confirmed error code 1012 in the diagnostic report. And replaced the air flow sensor to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reported air valve liftoff failure error code 1012 while booting up unit. No patient/user harm reported. The event date was not specified; estimate used.